Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The incident underwent further evaluation, and it was noted that the pump successfully started, charged, and was recognized by a computer, with a recorded malfunction on (B)(6) 2025. The customer reverted to an alternate form of insulin therapy.